Event description:
It was reported that an implantable neurostimulator (ins) was delivering therapy to the incorrect side of the body. The patient had fallen several times "lately, 1-2 times every month." After each fall the hcp had reprogrammed the ins. Patient had just fallen again and her stimulation "moved from the left side of the body to the right." Patient thought ... The lead wire has moved a bit," however hcp has checked the lead and "it is o.k." It was reported the patient has pain in her neck for "the last month or so" and it is, "not right." Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer; patient product ID (B)(4), lot # j0527137v, implanted: (B)(6) 2005, product type lead. (B)(4).